Event description:
Report of explant of device system due to "infected sq pocket and catheter site" received per annual device tracking report. Repeated requests for additional information about this event have been unanswered. A supplemental medwatch report will be filed if additional information becomes available.